Event description:
It was reported that cardioplegia flow was not working in speed 3 from large to small tank on the cooler heater unit. No other details regarding the nature of this event were provided.

Manufacturer narrative:
When the fsr went out for repair he found that the hose was collapsing in thigh speed.